Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) /2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of a rash with redness, inflammation, blisters, pustules, drainage, and dry skin. The patient also had itching and burning sensations in the area. She consulted her physician who prescribed a topical cream (clotrimazole bethamethasone twice daily) and an oral antibiotic (ciprofloxacin 500 mg by mouth twice daily). After treatment the area had improved and was healing. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).